Event description:
Inappropriate shocks were reported. The implantation time is unknown. No adverse patient side effects have been reported. The lead and the ICD were explanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 26 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the damages an electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found.